Event description:
While fitting a (B)(6) male patient, a patient service representative called zoll customer support to report check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon evaluation, the cable running from the distribution node to front therapy electrode was damaged. The cause for the check therapy electrode messages is damage to the wires in the cable running from the dn to the front therapy electrodes. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.